Event description:
It was reported that the patient tried to turn the implantable neurostimulator on and saw only one program. It was noted that the patient was shocked yesterday at 0.6 volts so the patient knew the stimulation was working. It was noted that the program the patient was on did not help with symptoms. It was noted that 6.0 volts was too strong and he felt like the stimulation area was ¿going to sleep¿ at 5.0 volts. It was noted that the patient turned the implantable neurostimulator down to 0.0 volts and had no other settings but group a and program 1. It was noted that the patient had an appointment with the health care professional in two weeks.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).